Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a solicited report by a nurse from (B)(6) of bacterial peritonitis coincident with dianeal pd4 unknown bag and imported extraneal viaflex therapies. On (B)(6) 2010, the patient began treatment with dianeal pd4 unknown bag (dose and frequency were not reported), and imported extraneal (dose and frequency were not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). During the week starting (B)(6) 2011, the patient experienced cloudy bags, described as "a few cloudy bags on and off" which cleared with the next exchange. The cloudy bags were associated with the use of dianeal 2.27% and imported extraneal viaflex, "but did not follow a set pattern of time of day." On (B)(6) 2011, the patient experienced cloudy effluent, manifested by abdominal pain and cloudy bags, which did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with a "stat" dose of gentamicin, 108 mg, ip; followed by gentamicin 42 mg, daily, ip, which was discontinued on (B)(6) 2011. The patient was allergic to vancomycin, and on an unreported date, "ciprofloxacin" 500 mg, orally, twice daily was initiated. Peritoneal effluent cleared, but re-clouded on (B)(6) 2011. As (B)(6) , the antibiotic was changed to doxycycline 100mg. At the time of this report, doxycycline was ongoing. The event of cloudy bags was not resolved. The outcome for the event of cloudy effluent with culture positive for (B)(6) was not reported. The nurse did not provide an assessment of causality for the events of cloudy bags and cloudy effluent with culture positive for (B)(6) in relation to dianeal pd4 and extraneal viaflex therapies.